Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, it is likely that the phenomenon [no image] occurred due to a charge-coupled device (ccd) failure. The root cause has not been identified. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The device was returned and evaluated, and the customer¿s allegation (no image) was confirmed . The reported failure found to be due to a faulty charged coupled device (ccd) causing no image. In addition, there was a kink and knot on the cable. The investigation is ongoing, and a supplemental report will be submitted upon completion of the investigation or if any additional information is provided.

Event description:
The customer reported that a camera head had no image. The event occurred during preparation for use. There was no patient harm associated with the event.